Event description:
Information received by medtronic indicated that the insulin pump had blank display. The insulin delivery stopped due to low power. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated that the display did not returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.